Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-2324bcc was received for investigation. Visual inspection identified that the suture construct was disengaged from the swivelock inserter. However, no damage was present to the peek eyelet, the biocomposite anchor, and the suture. The most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.

Event description:
On 02/17/2022, it was reported by a arthrex employee via email that an ar-2324bcc swivelock knob did not tightened when inserting the anchor. This was discovered during a procedure on (B)(6) 2022. Another product was used to complete the case. No further issues has been reported. Additional information received 2/17/2022: before inserting a new ar-2324bcc swivelock to complete the procedure, surgeon removed all parts of the failed swivelock from inside the patient.